Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It as reported that the patient with this implantable cardioverter defibrillator observed a red call doctor icon on their home monitoring system. A review in latitude revealed a shock impedance measurement of greater than 125 ohms. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.